Event description:
It was reported that during a supply change the user deployed the infusion set incorrectly, pulling up the infusion set site while removing the needle guard, after which the agent guided the user through disconnecting and reconnecting the tubing, changing the infusion set site, and filling the cannula. No reported adverse clinical effects and no alerts or alarms. Outcomes included completion of troubleshooting and education with replacement supplies shipped. Investigation included technical support review of user technique and product use. Investigation of this case revealed an infusion set use error related to deployment and connection at the infusion site, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.